Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open, and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer did not open and failed to recover. A field service engineer (fse) arrived at the station and found that the leds (light emitting diode) on drawer module 4 were illuminated. The two drawer controller pcbs (printed circuit board) and the drawer module pcb were replaced. Upon reboot, the system functioned properly, and proper operation was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open, and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open, and device was not detected on bus. As per part investigation, it was determined that no o faults or irregularities were observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI). Part analysis: the reported condition of main drawer 2.1 is not opening was confirmed by fse, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order #02054545 the field service engineer (fse) reported that all four leds on the drawer controller were illuminated. The fse replaced the two drawer controller pcbs and the drawer module pcb. After rebooting the station, all components operated correctly. The fse verified proper operation using the hardware test application (hta). During dchu visual inspection: (pn 331392-01): was received with no signs of physical damage, loose components, fluid ingress or missing components. (Pn 151630-01): was received with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: (pn 331392-01): the board was tested performing a dmm test, the test showed a proper function of the board, hta test was performed successfully revealing that the part is functioning as intended. (Pn 151630-01): the board was tested performing a dmm test, the test showed a proper function of the board, hta test was performed successfully revealing that the part is functioning as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.